Manufacturer narrative:
(B)(4). The device was returned and will be evaluated. A review of all batch record documents was performed for lot number gd893792 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Upon completion of baxter's investigation, or, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that a crack was found in the connection shield. There was no patient involvement and no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). Visual inspection of the device found that there was incomplete molding in the latch handle that caused the device to close improperly. The reported issue was confirmed. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.